Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Suffered from hyperglycaemia (as his bgl is more than 400 mg/dl) [hyperglycaemia]. Technical problem of novopen 4 [device issue]. Case description: this serious spontaneous case from egypt was reported by a consumer as "suffered from hyperglycaemia (as his bgl is more than 400 mg/dl)(hyperglycaemia)" with an unspecified onset date, "technical problem of novopen 4(device issue)" with an unspecified onset date, and concerned a 2 years old male patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "type 1 diabetes mellitus", , novorapid penfill (insulin aspart) (dose, frequency & route used- 3 u or 4 u (before the main three meals)) from unknown start date and ongoing for "type 1 diabetes mellitus", patient's height: 70 cm. Patient's weight: 14 kg. Patient's bmi: 28.57142860. Current condition: type 1 diabetes mellitus(since (B)(6) 2023). Concomitant medication v-drops (not codable). On an unknown date, the patient had technical issue associate with the device and suffered from hyper glycaemia with blood glucose level more than 400 mg/dl. On an unknown date, patient's blood glucose level was measured and it was 123mg/dl for fasting and 150-160 mg/dl for postprandial blood glucose level. The hba1c1 was 7.7%. Batch numbers: novopen 4: lvg5e93. Novorapid penfill: mr7dh74 . Action taken to novorapid penfill was not reported. The outcome for the event "suffered from hyperglycaemia (as his bgl is more than 400 mg/dl)(hyperglycaemia)" was recovered. The outcome for the event "technical problem of novopen 4(device issue)" was recovered.

Event description:
Case description: investigation result: name: novopen 4, batch number: lvg5e93. The product was not returned for examination. Name: novorapid penfill 3 ml 100iu/ml, batch number: mr7dh74. The product was not returned for examination. Since last submission the case has been updated with the following: investigation result updated, annex b, c, d and g were added, narrative updated accordingly, references included: reference type: e2b company number, reference ID#: eg-novoprod-1012682, reference notes: reference type: mw 3500a MFR. Rpt. # reference ID#: 9681821-2023-00018, reference notes: medwatch 3500a MFR. Report number. Final manufacturer's comment: 06-mar-2023: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Patient's underlying medical condition of type 1 diabetes mellitus is a risk factor for development of hyperglycaemia. Reported events are listed. This single case report is not considered to change the current knowledge of the safety profile of novorapid penfill. H3 continued: evaluation summary, name: novopen 4, batch number: lvg5e93, the product was not returned for examination.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Suffered from hyperglycaemia (as his bgl is more than 400 mg/dl) [hyperglycaemia] issue with novopen 4 was that it's not injecting insulin [device failure]. Case description: this serious spontaneous case from egypt was reported by a consumer as "suffered from hyperglycaemia (as his bgl is more than 400 mg/dl)(hyperglycaemia)" with an unspecified onset date, "issue with novopen 4 was that it's not injecting insulin (device failure)" with an unspecified onset date, and concerned a 2 years old male patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "type 1 diabetes mellitus", , novorapid penfill (insulin aspart) from unknown start date and ongoing for "type 1 diabetes mellitus". Concomitant products included - novofine 32g 6 mm(needle), v-drops (not codable). On an unknown date 3-4 months ago, the patient had technical issue associate with the device i.e., it's not injecting insulin and suffered from hyper glycaemia with blood glucose level more than 400 mg/dl. The cartridge of the drug was normal without any damage, also reported that novorapid insulin was effective with his son as the problem was because of novopen 4 (np4) issue. Novorapid penfill was bought in its packaging and mentioned that he stored it in the fridge before usage and he keeps it within novopen 4 (np4) out of the fridge after usage. Action taken to novopen 4 was not reported action taken to novorapid penfill was not reported. Since last submission the case has been updated with the following: event updated from device issue to device failure; annex a code updated. Concomitant novofine added. Narrative updated with relevant information. References included: reference type: e2b company number. Reference ID#: eg-(B)(4). Reference notes: reference type: mw 3500a MFR. Rpt. #. Reference ID#: (B)(4). Reference notes: medwatch 3500a MFR. Report number. Preliminary manufacturer's comment: on 02-feb-2023: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. No conclusion is reached.